Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation, the device remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information was requested and received. Initial reporter: zip code is not indicated at this time. (B)(4).

Event description:
A patient reported following an intraocular lens (iol) implant procedure, he cannot see items up close. The patient was told he had posterior capsular opacification (pco). The surgeon performed a posterior capsulotomy.